Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the she had issues with infusion pump. The customer reported that she had high blood glucose ranged from 30 mmol/l to 33 mmol/l. The customer's current blood glucose at the time of call was 9 mmol/l. The customer reported that she changed everything but the blood glucose stayed high. The customer did manual injection and noticed that the two cannulas were bent. The customer reported that the insulin pump did not alarm no delivery when the cannula was bent. The insulin pump passed the high pressure test. The product is expected to return for analysis.